Event description:
The facility reported a colleague pump with failure code 810:11. During service at baxter, it was discovered that the failure code 810:11 was caused by the ail pcb (air in line printed circuit board) was out of calibration and was recalibrated. The event occurred during product evaluation. There was no documented patient injury or medical intervention necessary. The user interface module master software version for this device is 6.13.90, categorized as remediated. No additional information is available.

Event description:
Lcs duofix femur - patient presented pain and swelling - metalosis found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4).the reported condition was confirmed, but not reproduced.

Event description:
This x-ray system's mouse repeatedly fails. The examination has to be aborted and then a restart is required for the system.